Event description:
Additional information received: occurred during testing, no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had damage to the rear housing. The pump event log had no related findings. Functional testing included use testing. The pump was started in application and the double beeping was unable to be duplicated. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion exhibited a double beep alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.